Manufacturer narrative:
Evaluated one opened/used enlite sensor was inspected and performed the sensor initialization test. Cconnected the sensor to the transmitter and placed it in 100 solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also, found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 48 mg/dl. The customer treated their blood glucose and declined to troubleshoot. It was also found the customer had a lost sensor alert on their insulin pump. Troubleshooting found the customer had a bent sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.